Manufacturer narrative:
A gehc service representative performed a checkout of the equipment and confirmed the reported complaint. A main manifold seal was recommended for replacement. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Date of device manufacture year is 2003. The month of manufacture was unavailable at time of MDR filing.

Event description:
The hospital reported the unit had a large leak in manual mode during preuse checkout. There was no report of patient involvement.